Manufacturer narrative:
Product ID pnma01411a004, (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the representative was unable to determine why the device was not charging. He inspected the charger and equipment personally and also physically tested the charging equipment and was able to get full charging connectivity. The patient had ordered adhesive charging tab. The representative spoke to the patient multiple times on the phone to help troubleshoot charging issues, met in person to retrain, and advised her to contact patient services to assist or troubleshoot with charging challenges. The patient was no longer interested in utilizing her stimulator and wanted the pump put back in. The patient per account, has attempted several times to charge the device but says it¿s too inconvenient and challenging. When the patient was using the ins it was effective. Her frustration and lack of therapy is due to letting her battery discharge and not charging it to a high enough level to utilize. The patient feels the ins isn¿t ¿working¿ or leads ¿moved,¿ but neither the physician nor representative could confirm that is the issue. At this point, per the patient¿s request, the physician is planning to remove the ins and at a later date re-implant the pump due to the patient refusing to work with the stimulator. No further complications were reported/anticipated.

Manufacturer narrative:
H6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's scs system was explanted "7 months ago." The patient reported that the ins and leads never worked for them and that they refused to charge the ins after it was implanted and let it go overdischarged. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2018 from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the recharger was not working. This was clarified. Prior to it not working at all for 2 days, the consumer got all 8 bars and would be charging for 2 hours but the implantable neurostimulator (ins) would not increase. When the caller now said that it was not working at all they meant that they could not charge the ins at all. The manufacturer representative was told about the issue today but could not resolve the issue. It was recommended that the consumer order adhesive discs. It was reported that the recharging belt did not work and the patient had never been able to charge the ins by wearing the belt. The patient had to hold the antenna. This had been occurring since implant. Adhesive discs were ordered during the call. The patient was not happy with the unit because they had to deal with the maintenance of recharging. The trial did not require recharging and per the consumer it was not reviewed as an element that takes time to do. The patient thought they wanted to go back to the pump where there was no charging required. The dissatisfaction with the need to charge had been since implant on (B)(6) 2017. The caller was redirected to the health care provider (hcp) to discuss concerns. It was reported that the charging issues started in 2018 at the end of (B)(6) or early in (B)(6). It was reported that it stopped working and it ¿kind of dislodged.¿ the dislodgement was clarified to mean that they could only feel stimulation if the patient moved a certain way. This started a couple of days before the patient had a loss of therapeutic benefit starting on (B)(6) 2018. The stimulation was helping the patient but now was not working. Prior to having any devices the patient was in a wheelchair or used a walker. The pump helped a great deal to improve their quality of life. Now the patient was back in a walker and was afraid that they would soon need a wheelchair. It was reported that the charging issue caused the loss of therapeutic benefit. It was confirmed that stimulation was off. No further complications were reported.